Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed pain under the lifevest equipment. Patient described the area as pain and swelling under the left te pad where there is a wire protruding. There is no indication that the patient received medical intervention. Outcome of the pain is unknown.